Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to corroded motor home switch. Unable to verify displacement test due to motor error alarms.

Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.